Event description:
It was reported that during the preparation for a stenting treatment procedure, a stent dislodgement occurred. The 5.0x19x150cm express sd biliary stent dislodged as it was being prepared for insertion into the sheath. The procedure was completed with another 5.0x19x150cm express sd biliary stent. No patient complications were reported.

Event description:
It was reported that during the preparation for a stenting treatment procedure, a stent dislodgement occurred. The 5.0x19x150cm express sd biliary stent dislodged as it was being prepared for insertion into the sheath. The procedure was completed with another 5.0x19x150cm express sd biliary stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The stent was missing from the stent delivery system when received. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. A thorough inspection of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).